Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, several episodes of oversensing as a result of noise were noted on the right ventricular (rv) lead. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.